Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii abdominal tube was implanted in a patient for the treatment of a chronic type b adnominal aortic dissection. It was reported while the physician was attempting to open the device in vitro for a modified technique (candy plug technique) to seal the false lumen of the dissection, damage in the graft cover below the band marker of the delivery system was noted. It was reported the patient received treatment and the physician was able to deploy the device in the patient despite the damage noted. The physician reported the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: two (2) photos were provided by the account. The photos capture the distal section of the device with the graft partially deployed. There is damage visible to the stent graft cover immediately proximally to the ro marker band. A section of the graft cover appears to be raised indicating that it may have been nicked on a scalpel/ sharp edge. If information is provided in the future, a supplemental report will be issued.